Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a resection of right lower lobe tumor procedure, after fired, they found the staples malformed with irregular shape. Hemolock was used to complete the surgery. There were no adverse consequences for the patient reported.